Manufacturer narrative:
Additional info; d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the connector was off of the tubing. The connector was reconnected to the tubing where it seemed loose functionally and the filter line was connected to a device where it was recognized. It was reported that the device co2 filter line broke during patient use, became disconnected at the luer connection, and exhibited bio-contamination from patient use. Additionally, the device heat seal was either not completed or not adequate during manufacturing. The filter line was found disconnected at the luer end while still connected to the ventilator on the other end at the patient bedside during intraoperative use. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device co2 filter line broke during patient use, became disconnected at the luer connection, and exhibited bio-contamination from patient use. Additionally, the device heat seal was either not completed or not adequate during manufacturing. The filter line was found disconnected at the luer end while still connected to the ventilator on the other end at the patient bedside during intraoperative use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.